Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failure. The field service engineer discovered that drawer 5.1 was disconnected from the bus and that the controller board was faulty. A field service engineer replaced both controller boards, and everything is functioning properly now. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was failed to open and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.